Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the buttons had to be pressed very hard to activate and sometimes required 3 or 4 presses before the button would respond. The reporter indicated that the keypad had started to peel at the bottom of the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The incident description incorrectly indicated that the reporter contacted animas on (B)(6) 2013. The correct date of contact from the reporter was (B)(6) 2013

Manufacturer narrative:
Follow-up #2 10/22/25/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the pump keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow button was found to be intermittently responding to presses and the contrast button was found to be completely unresponsive. The keypad was removed and contamination was found under all of the button contacts.